Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6)) displayed mid:01 (post watchdog) error code was not confirmed during the functional testing of the returned display head but confirmed based on the event log review. No device malfunction was observed during the display head evaluation, and the display head functioned as intended. No physical damage was noted during visual inspection. A review of the event log was performed and found error message mid:01; thus, confirming the customer reported complaint. The root cause of the reported error could not be conclusively determined as the error was not reproduced. As a precautionary measure, the display head was replaced by the biomed at customer site and the reported issue was resolved after replacing the display head. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a mid:01 (post watchdog) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.